Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fileds: d9.

Event description:
N/a.

Manufacturer narrative:
Updated fields: g6, h11. Corrected fields: h6 (health effect.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge filed safety engineer during troubleshooting of cardiosave intra-aortic balloon pump (iabp) that battery info couldn't be "read" at bay2 (slot2). No patient involvement.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 . On 14th july installed new delivered power management board into cardiosave, and performed software updating completed. All manifold tests with passed result. Customer requested for battery maintenance tests overnight. Observed monitor black out during the battery maintenance tests yesterday. Unit was not safe to use. Complaint (B)(4) created for display related issue. The failure analysis and testing department received the following part associated with this complaint: power management board. This part was received with a reported unit failure message of battery info could not be read. The failure analysis and testing dept. Performed a visual inspection, and the board looks in good condition. Installed power management board into the cardiosave test fixture and tested to the factory specifications per revision f and the cardiosave service manual. The fat dept. Found battery would not charging in slot 1. However, the fat dept. Was able to read the battery info. Also, battery was charging, and the battery info was able to read in slot 2. Power management board failed testing. Sending this board to the supplier for further investigation per procedure. Failure analysis received from the supplier for the part. Please see attachment. They stated: 1. Perform visual check result: no abnormality found 2. Board was re-tested at fct result: failed step 8.12.2.1 start charging slot2 3. Perform troubleshooting on the board - found r96 defective 4 . Reject board return to datascope root cause for this part is the defective r96 component. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.